Event description:
It was reported that the customer's insulin pump turned off and did not turn back on. The customer stated that he tapped the insulin pump a couple of times, and it randomly came back up. The customer's blood glucose was 194 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump and that a replacement battery cap would be sent. The customer mentioned that he had received a battery out limit alarm and a failed battery test alarm. The customer declined troubleshooting for the alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.